Manufacturer narrative:
The reagent lot numbers and the expiration date were requested but not provided. The reporter found black particles in the water bath. The field service engineer (fse) inspected the module, adjusted all reagent and sample probes, and replaced a split tubing in one of the cuvette wash stations. The investigation determined the split tubing in the cuvette wash station caused the event. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable alt and microalbumin results from serum/plasma and urine patient samples tested on the cobas 8000 c702 module. Sample 1 the high alt result was 20.8 u/ l. The low alt result was 5 u/l. Sample 2 the high microalbumin result was 380.94 mg/l. The low microalbumin result was 4 mg/l. Sample 3 the high microalbumin result was 397.05 mg/l. The low microalbumin result was 4 mg/l.